Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the patient's cassette caused the pump to beep due to high pressure, which the patient had resolved by pulling down the clamp and moving the tubing to the right of the pump. Per reporter, the issue had persisted for years, even with new pumps. The pump had been used for continuous infusion, though the exact volume delivered and the set flow rate remained unknown. Per reporter, the patient was able to continue the infusion without disruption, as a backup device had been available. No symptoms were reported.